Event description:
Information received from the field does not address the patient's clinical status but notes that the leads were reversed in the connector header during the implant pro- cedure. The lead connections were corrected three days post implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative